Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were able to get the patient to recharge easily through patient education at the office and they were no longer having charging issues. The patient was not at the right location to recharge and or moved location too quickly. The depth of the device at this time is less than an inch. There is no evidence that the ins moved or relocated. They were assuming that both apps were on in the background and the patient accidentally switched between them. The rep confirmed everything is working fine from a recharging standpoint. "MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event".

Manufacturer narrative:
H.6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor therapy. It was reported that the patient (pt) reported trying to charge ins and said "it's not picking it up" despite putting recharger directly on ins. Pt stated they have been able to connect recharger with app/connect with ins in the past. Pt stated they are trying to charge holding recharger on ins because pt can't find their belt. Pt was sitting on call when trying to charge ins. Recommend pt charge over clothing. Walked pt through trying to charge on call and pt was getting recharger not found. Pt confirmed bluetooth was on. Pt pressed switch recharger and was not able to scan recharger code. Pt entered recharger sn into recharger app manually and continued to get recharger not found following this. Pt confirmed not near any emi on call, confirmed communicator was not powered on. Pt took communicator out on call and set it next to handset and pt stated handset changed from recharger app to micro my therapy app. Pt confirmed they did not change to my therapy app. Pt confirmed communicator was not powered on when this occurred. Pt navigated back to recharger app and stated still getting recharger not found. Pt powered off recharger and exited all applications/restarted handset. Pt stated following this still getting recharger not found. Pt reset recharger, got service code 3167 and confirmed recharger successfully connected with recharger app following reset. Pt then got excellent connection initially when charging ins that immediately changed to searching despite having recharger on ins. Pt stated they did not think they moved recharger from ins when this occurred. Pt repositioned recharger over ins on clothing and continued to get searching. Pt then reported getting service code 1707. Pt then saw recharger inactive. Pt powered back on recharger and tried to charge again and continued to get searching. Pt tried charging standing and slightly bending forward. Pt continued to get excellent connection for a second that changed immediately to searching. Pt then reported on call feeling a "sting" where the recharger was placed on implant. Pt stated recharge must have slipped under clothing when this occurred. Reviewed to ensure charging over clothing. Pt repositioned recharger over clothing and pt confirmed this resolved issue. When palpating ins on call pt reported ins feels deeper than it used to and pt cannot feel ins as easily as pt use to. Pt stated feels like ins has moved deeper. Pt stated all issues above started around the same time "at least two or three weeks ago" (did not clarify yr). Pt denied any recent trauma/falls. Pt stated they were shoveling, and issues noted above all started following shoveling, confirmed no disruption to implant that pt is aware of. Pt confirmed recharger has not been dropped/damaged or wet. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.